Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft obstruction could not be confirmed as no images were submitted for review and the device remains in use. A specific cause for this event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The system controller event log file contained events from 12aug2024 through 22aug2024, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). And no further issues have been reported. The relevant sections of the device history records for (B)(6). Were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was newly noted outflow graft (ofg) stenosis and a flow velocity increase at the bend relief shown on an echocardiogram. Log files were sent for review to assess the graphic trend. There were no alarms or symptoms. The log files were being sent to include in the patient chart for historical reference. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The pump parameters did not appear to be affected by the ofg stenosis at the time.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.